Event description:
On (B)(6) 2011, the lay user/patient's spouse contacted lifescan (lfs) alleging her husband's onetouch ultramini meter was displaying an error 5 message. Per the onetouch ultramini user guide, this error means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient's spouse claimed that the alleged issue began on an unknown date and time in (B)(6) 2011. The patient reportedly manages his diabetes with an unknown type of oral medications and he did not take any action in regards to his usual diabetes management routine in response to the alleged issue. The spouse stated the last reading the patient was able to successfully obtain with the subject meter was on (B)(6) 2011 at night and the result was "374 mg/dl." The spouse stated that on (B)(6) 2011 at approximately 5pm before dinner, he developed symptoms of "shaking" but was unable to check his blood glucose due to the alleged issue, so she took him to the emergency room (ER). When the patient arrived his blood glucose was tested at approximately 6pm with an hcp meter but she could not recall the result obtained. She stated she did not recall the patient being treated at ER and was released approximately 4 hours later when he began to feel better. The spouse stated that when they arrived home, the patient was unable to get out of the car and he seemed "disoriented and could not move." She stated she attempted to assist the patient out of the car but he fell and could not get up. The spouse called the paramedics and when they arrived, they tested him with their meter and obtained an unknown low result. The paramedics reportedly treated the patient with a peanut butter and jelly sandwich and juice and he began to feel better after that. The paramedics left shortly after the patient began recovering. At the time of troubleshooting, the cca noted the patient was using the correct test strips and they were unexpired and stored correctly. The patient was reportedly performing the test incorrectly; the sample did not draw completely into the test strip. However, the alleged issue remained unresolved after retesting. Replacement products were sent to the patient. This complaint is being reported because the patient was allegedly unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (01/05/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled. The 510(k) # is k061118.